Manufacturer narrative:
The device was received in normal working conditions with battery voltage above eri level. Electrical and mechanical tests performed including functional verification under field settings found normal results and visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity. The reported event of pocket stimulation/ therapy delivered to incorrect body area was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for in-clinic follow up complaining of pacemaker pocket stimulation. Pocket stimulation was reproducible with high output pacing. The physician initially believed stimulation was caused by the atrial lead, however when a new lead was placed pocket stimulation persisted. The physician then concluded the generator was the issue. The generator was explanted and replaced. The patient was in stable condition.